Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient was hospitalized due to high blood glucose level for 1 day. The blood glucose was reported 600 mg/dl and treated with fluids, nausea pill, and an insulin drip. No further information available.